Manufacturer narrative:
Device failure is suspected.

Event description:
It was reported that the patient's vns indicated high impedance during a normal mode diagnostics while attending a routine office visit. The physician opted to leave the vns enabled as the patient was not experiencing any adverse events. Follow-up with the physician found that no trauma or manipulation was reported. No x-rays are planned at this time. The patient's last visit was in (B)(6) 2010 when the generator was reported as "working fine"; however, no specifics were provided. Surgery to replace the vns lead and generator is likely.